Event description:
It was reported that there was suspicion for pump obstruction. The patient's anticoagulation has been held since (B)(6) 2024 due to repeat gastrointestinal gi bleeds and vaginal bleeding. There were no changes to pump parameters and diagnostic testing results were unavailable at the time. Low flow alarms were reported. Log files were sent for review. The log file captured low flow events. There did not appear to be any type of mechanical circulatory system (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Additional information was provided that there were no changes to pump parameters, and the issue was resolved with placement of an outflow graft stent.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. Additionally, review of the submitted log files confirmed the reported low flow alarms, which the account attributed to the outflow graft obstruction. The submitted controller event log file contained relevant events from (B)(6) 2000 at 00:01:45 ¿ (B)(6) 2024 at 10:45:10, per the timestamps. The remaining data was recorded prior to connection of the driveline, which appears consistent with the reported controller exchange on (B)(6) 2024 (refer to (B)(4)). Controller clock corrupt alarms were captured throughout the file until the controller clock was updated on (B)(6) 2024. After the driveline was connected, the pump appeared to ramp up to the stored patient speed without issue. A sustained low flow hazard alarm was captured from the beginning of the file until 01:51:14 on (B)(6) 2000, followed by a period of intermittent low flow events which resolved by 02:13:37 on (B)(6) 2000. No other notable events or alarms were captured, and the system appeared to be operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Pump obstruction was ruled out. However, a computed tomography (CT) scan of the heart structure indicated an outflow graft obstruction. Images were not available. An outflow graft stent was placed on (B)(6) 2025 extending from the lvad outlet into the distal third of the outflow graft. The issue resolved. The cause of the low flows was determined to be the outflow graft obstruction.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.